Event description:
A healthcare facility in illinois reported that a (B)(6) home patient with a trach was on a carefusion 15092-102 single limb heated circuit with an hc500 humidifier and air compressor for heated humidity. They farther reported that when the patient's mother checked on the child she noticed that the temperature probe had fallen off the circuit. And that the child's skin was red below the trach and chest area. The mother stated that she noticed that the circuit had started to melt where the heated wire runs through the circuit. The skin reddening on the child faded and there was no further consequence.

Event description:
A healthcare facility in (B)(6) reported that an infant home patient with a trach was on a carefusion 15092-102 single limb heated circuit with an hc500 humidifier and air compressor for heated humidity. They further reported that when the patient's mother checked on the child she noticed that the temperature probe had fallen off the circuit. And that the child¿s skin was red below the trach and chest area. The mother stated that she noticed that the circuit had started to melt where the heated wire runs through the circuit. The skin reddening on the child faded and there was no further consequence.

Manufacturer narrative:
(B)(4). Method: the following complaint devices were received for investigation: hc500 humidifier; 900mr901 heater wire adaptor, lot 061107, manufactured 7 nov 2006; 900mr561 temperature probe, lot 120911, manufactured 11 sep 2012; carefusion 15092-102 heated inspiratory limb, lot 00451011 - not manufactured by fisher & paykel healthcare (fph). The following tests were performed: calibration and performance test of the hc500. Heater wire adapter connection to the hc500. Probe temperature accuracy test. Visual inspection and resistance measurement of the heater wire. Simulation of an eoh (end of hose) temperature probe out of the circuit to confirm whether the complaint hc500 alarmed audibly and visually. Results: the hc500 passed all the calibration and performance tests as per the hc500 technical manual. The hc500 did not activate an audible and visual heater wire adaptor alarm when the 900mr901 was connected to the hc500 and the cables wiggled. This is within specification. The hc500 did not activate an audible and visual temperature probe alarm when the cables were wiggled. Both the chamber thermistor and airway thermistor were within specification. The non-fph breathing tube had sections of melted plastic along the path of the heater wire, located between 90mm and 220mm from the patient end connector. The resistance of the heater wire was measured to be 15.6 ohms and the heater wire was not open circuit. The complaint hc500 triggered an audible and visual temperature alarm when the eoh temperature probe was not fitted into the breathing circuit. This is within specification. Conclusion: no fault was found with any of the returned fph devices. When tested, the hc500 alarmed when the eoh probe was removed and would thus have alerted the user that there was a problem. The breathing circuit was not manufactured by fisher & paykel healthcare so we are unable to comment on the performance of the circuit. The hc500 user manual contains the following warnings: to prevent the possibility of accidental patient burns, ensure that the heated breathing circuit is not in contact with the patient's skin use only fisher & paykel approved chambers, circuits and accessories. Performance and safety cannot be guaranteed if other types of accessories are used.

Manufacturer narrative:
(B)(4). The complaint hc500 is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.